Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient contracted hepatitis b in connection with floseal. During an unspecified procedure for "severe mitral regurgitation" the floseal device was inserted approximately ten years prior to the date of this report. Reportedly the patient "had no known history of surgeries or exposure to injections/IV drug use in the few months prior to being tested positive for hepatitis. There was no other blood transfusions, any other exposure to blood products in the last few months, or pre, during or post-surgery as per patient's file." The patient was not tested for hepatitis b prior to the procedure. No further information was available at the time of this report.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.